Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. During visual inspection the tubing was identified to have separated from the inlet port to the drip chamber. Therefore the reported condition of a separation was confirmed. The remaining solvent bonds were then visually inspected and pull tested with no failures noted. The cause could not be identified.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that an interlink continu-flo solution set's tubing separated from the drip chamber. The set was primed with an unknown premedication by the pharmacy department. After an unknown amount of time a nurse from the cancer infusion center hung the bag on an intravenous (IV) pole. Immediately after being hung the tubing completely separated from the drip chamber causing the unknown premedication to leak onto the floor. The medication did not come in contact with the nurse or the patient. The set was not connected to a patient at the time of the separation; there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.